Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported "exchange the textured device to a smooth implant due to concern about the textured implants." Device has been explanted.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported "exchange the textured device to a smooth implant due to concern about the textured implants." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: visual analysis of the returned device identified: creases, the device was broken shell and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: a broken is found with the following conditions: striated edge on anterior/posterior due to surgical damage, sharp edge on the posterior due to an unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions: striated edge on anterior/posterior due to surgical damage and sharp edge on the posterior due to an unidentified (tear) opening. Missing shell assessed as inconclusive.